Event description:
It was reported that the atrial lead was explanted and replaced due to recurrent lead dislodgement. The patient tolerated the procedure well and went to the recovery in stable condition.